Event description:
Re: 3.0 tesla MRI induced thermal injury from implanted tibial screw for previous ligament repair. In (B)(6) 2009, this pt had a left anterior cruciate ligament repair at (B)(6) hospital including a "titanium screw" per pt. The screw was used to afix the ligament repair into the left proximal tibia. On (B)(6) 2013, at about 6:47 pm, the pt was scheduled for a left foot MRI. Once in the 3.0 tesla magnet for her foot MRI and upon starting the first scan, the pt experienced severe pain in the left lower leg directly over the left tibial screw. She was immediately removed from the magnet by the mr technologist. She then was placed into a 1.5 tesla magnet and the foot MRI was performed. Neither the radiology resident on call nor the staff radiologist were called about this until after the foot MRI was finished at about 8pm. The pt had palpable warmth on the skin overlying the left tibial screw. She was in pain and limping. The skin overlying the left tibial screw. She was in pain and limping. The skin overlying the screw had several (about 5) subcentimeter round red spots focally. I was first called at 9:04 pm at home as the staff radiologist. The resident described a pt with pain, warmth, skin lesions but w/o other acute distress. I instructed the radiology resident to send the pt immediately to the emergency room and request that the ER physician consult with both orthopedics and plastic surgery, and to consider admitting her for observation. I came to the hospital at 9:30 pm and spoke with the pt, the radiology resident, and mr technologist on (B)(6) 2013. On (B)(6) 2013 at about 9:00 am, I requested that the orthopedics resident provide me with the identification of tibial screw to enable me to file this medwatch report. I further requested that this set of events be formally discussed in orthopedics department to insure that this does not happen again to any other future pt. The metal hardware inserted in this pt's left tibia is listed in the pt's medical record from her knee surgery of (B)(6) 2009 as follows: intrafix tapered screw, depuy mitek, lot # 3181360, order # (B)(4), size 8-10 mm x 30 mm intrafix tibial sheath, depuy mitek, lot # 3231911, order # (B)(4) size 30 mm.